Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2018, the patient presented with an aneurysm in the left common iliac artery that was treated with the implantation of gore® excluder® aaa and gore® excluder® iliac branch endoprostheses (ibe). On (B)(6) 2018, the one month follow-up CT showed a dislocation between the contralateral leg endoprosthesis (used as a bridging device between the trunk-ipsilateral leg endoprosthesis) and the iliac branch endoprosthesis (ceb) that created a type iii endoleak. It was stated that there appeared to be enough seal between the two devices on the day of the implantation. However, the physician assumes that a very tortuous left common iliac artery in which the ceb was placed might have contributed to the endoleak. On (B)(6) 2018, two additional contralateral leg and one aortic extender endoprosthesis were successfully implanted and the endoleak resolved. The patient tolerated the procedure.